Event description:
The customer observed (B)(6) results. The customer provided the following data: initial 0.98 s/co ((B)(6)), retests 1.18 and 0.88 s/co this patient is known to be (B)(6). Previous results from (B)(6) 2014 were 1.46 and 1.46 s/co. The specimen was tested at another laboratory using the (B)(4) method and generated a (B)(6) result= 13.6 (cutoff 1.2). There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. A sensitivity testing protocol was executed using lot 45651li00 . Testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect (B)(6) reagent list number 06c37, lot number 45651li00 , was identified.